Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing noted a leak from the spike port cap. The reported issue was verified. The cause was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked from an unspecified location. This was noted during preparation of the device. There was no patient involvement. No additional information is available.